Event description:
A false negative hcg result was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was repeated and a positive result was obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed hcg result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed hcg result was user error. The first analysis gave no result accompanied by a diluted message indicating that the result was > 1000 miu/ml. The next two analyses were short sampled due to not enough sample in the cup giving the false negative result. The instrument is performing within specifications. No further evaluation of the device is required.